Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra sheath. During the procedure, while advancing the lantern into the target location, the physician broke the lantern at the proximal end. Therefore, the physician advanced a guidewire back through the broken lantern and removed it together as a unit. It was also reported that upon removing the lantern, the physician noticed the distal end of the lantern was also broken. The procedure was completed using a non-penumbra microcatheter, ruby coils, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured in multiple locations along the proximal shaft. If the lantern is manipulated at an angle outside of the patient, damage such as kinks and subsequent fractures may occur. Further evaluation revealed additional fractures and kinks in the catheter shaft and an ovalization on the distal shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.